Event description:
"Two of the six 1.7mm cables and crimp which were implanted in 2004 to treat pt with periprosthetic femur fracture were confirmed by x-ray two months later to have broken, were explanted the next day and replaced with new ones."